Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the child's father that his 13-years-old male child patient's infusion set fell off during use on (B)(6) 2023 and (B)(6) 2023. The issue occurred with two similar types of infusion sets used for two days. His blood glucose level at the time of issue ranged between 200 - 230 mg/dl. Moreover, this similar issue occurred on (B)(6) 2023 and the infusion set was used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.